Event description:
It was reported that problem light source is dimming. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "blade has a poor light" was confirmed, and further defects were detected. In total the following defects were detected (led is dim, blade damaged, housing visually worn) based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault was mechanical damage caused by the user. The event is filed under internal karl storz complaint ID: (B)(4).